Event description:
It was reported that loss of sensing was observed during implant at various positions. When further repositioning attempts were unsuccessful, the lead was replaced without further problems. The patient condition was fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.